Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Date of explantation: (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6). Caucasian female patient underwent a primary breast augmentation surgery with implantation of a 440cc mentor memorygel breast implant prosthesis. Post-operatively, the patient was diagnosed with baker grade iii capsular contracture of the left breast during a physical exam with e medical professional. As a result, the patient will undergo removal on (B)(6) 2022.

Manufacturer narrative:
On june 20, 2022, mentor received additional information regarding the complaint event. The patient underwent a capsulectomy/capsulotomy to relieve the capsular contracture and re-implanted the patient with the same implant. As such, the device was not explanted and remains within the patient. Additionally, re-implantation of a gel breast implant is inconsistent with the IFU and is considered an off label use of the device. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).